Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 in the auxiliary cabinet failed to register as closed due to a missing inseparable latch magnet. The field service engineer (fse) replaced the missing inseparable latch magnet, restoring proper drawer-closed detection and normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full-height drawer would not open for recovery. The customer attempted to perform a recovery and reboot the device; however, the drawer remained inaccessible and the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.